Event description:
It was reported that the pen needle was unable to deliver medication with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: per initial reporter: every 1 of 4 needle is clogged. Nothing comes out of the pen needle. He does not do priming, he only tests once with each new insulin pen the first time. Advised bd recommends priming with each pen needle. Incident date (B)(6)2019;occurence-unknown. Item# 320122. Lot# 8319758; expiration date-2023-11-30.

Manufacturer narrative:
H.6. Investigation: customer returned (1) used 32g x 4mm bd pen needle from lot 8348566. No samples from lot 8319758 were returned. Consumer reported every 1 of 4 needle is clogged; nothing comes out of the pen needle. The returned sample was examined and exhibited a bent non-patient end (npe) cannula. No manufacturing defects were observed on the returned sample. As the sample from lot 8348566 was returned after use, and no manufacturing defects were observed, the likely cause of the bent npe cannula is user error during attachment of the pen needle to a pen injector. As no samples or photos from lot 8319758 were returned, the alleged defect could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. The possible root cause for this issue (clog due to bent npe cannula for lot 8348566) is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen. Root cause cannot be determined at this time as the issue (clog for lot 8319758) is unconfirmed as no samples or photos were returned.

Manufacturer narrative:
The following fields were updated with additional information: "multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 8319758 d.4. Medical device expiration date: 2023-11-30 h.4. Device manufacture date: 2019-01-16 d.4. Medical device lot #: 8348566 d.4. Medical device expiration date: 2023-12-31 h.4. Device manufacture date: 2019-02-13 " h3 other text : see h.10

Event description:
It was reported that the pen needle was unable to deliver medication with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: per initial reporter: every 1 of 4 needle is clogged. Nothing comes out of the pen needle. He does not do priming, he only tests once with each new insulin pen the first time. Advised bd recommends priming with each pen needle. Incident date-(B)(6)2019;occurence-unknown. Item# 320122. Lot# 8319758; expiration date-2023-11-30.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen needle was unable to deliver medication with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: per initial reporter: every 1 of 4 needle is clogged. Nothing comes out of the pen needle. He does not do priming, he only tests once with each new insulin pen the first time. Advised bd recommends priming with each pen needle. Incident date (B)(6) 2019; occurence-unknown. Item# 320122. Lot# 8319758; expiration date-2023-11-30.